Event description:
The procedure was a fistulogram of the left arm. The patient was dialyzed via a left arm basilic transposition avf. When the fortrex balloon burst during the procedure, it ruptured in a circumference fashion, tearing off close to half of the balloon. The location of the torn portion is not known. Additional information received in procedure notes noted that the angioplasty was successful. The balloon ruptured with distal embolization, and the physician was not able to retrieve fragments

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Evaluation of the returned fortrex balloon found that the distal tip exhibited damage and that the balloon chamber material exhibited a radial tear. Approximately 25mm of the balloon chamber was returned. (B)(4).

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting